Event description:
Philips received information from a customer site that the customer was performing cardiac procedures on the CT system and reported that, on three different patient exams, some of the images exhibited a motion artifact that could be misinterpreted as an aortic dissection. The trained professional recognized the motion artifact and determined that in two of the patient exams the images could be used for interpretation. In one of the patient exams the trained professional determined the images could not be used for interpretation and that a rescan was necessary. A philips research scientist confirmed there was no misinterpretation or mistreatment of a patient due to this reported event.

Manufacturer narrative:
We will file a follow-up nor at the completion of the investigation. Internal cross reference: (B)(4).